Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Additionally, it is possible that a high-energy treatment device (laser, radiofrequency, etc.) Was used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, foreign material was found inside the nozzle of the gastrointestinal videoscope, and the tip cover was burnt. There was no patient involvement.